Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty twisting the connector onto the pump but was eventually able to secure it successfully. The patient was unable to provide a photo or lot number associated with the connector. The patient was advised to contact customer care again if the issue recurred for additional troubleshooting support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.